Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced for unknown reasons. Attempts to find the reason for surgery have been unsuccessful. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.